Manufacturer narrative:
(B)(4)2021 lot code investigation: no failure could be identified, the product is according to specifications.

Event description:
Injured when...metal pin would...bang up against face- skin [skin injury] brush heads slipping off toothbrush [device breakage] metal part to which you attach the brush head is totally flattened and worn down [device physical property issue] case description: consumer sent e-mail stating the brush heads kept slipping of the toothbrush. The silver piece of the toothbrush that vibrates was quite flat and seemed worn down, and therefore unable to hold the brush head in place. The toothbrush had been used for 3 years. No serious injury was reported.

Manufacturer narrative:
29-apr-2021: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Injured when metal pin would bang up against face- skin [skin injury]. Brush heads slipping off toothbrush [device breakage]. Metal part to which you attach the brush head is totally flattened and worn down [device physical property issue]. Consumer sent e-mail stating the brush heads kept slipping of the toothbrush. The silver piece of the toothbrush that vibrates was quite flat and seemed worn down, and therefore unable to hold the brush head in place. The toothbrush had been used for 3 years. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Injured when...metal pin would...bang up against face- skin [skin injury]. Brush heads slipping off toothbrush [device breakage]. Metal part to which you attach the brush head is totally flattened and worn down [device physical property issue]. Case description: consumer sent e-mail stating the brush heads kept slipping of the toothbrush. The silver piece of the toothbrush that vibrates was quite flat and seemed worn down, and therefore unable to hold the brush head in place. The toothbrush had been used for 3 years. No serious injury was reported.